Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the lead could not be fixed when placed in the right atrium. The physician attempted several times with the same results. The lead was not used and a new placed successfully. The patient did not experienced any adverse consequence. The lead would not be returned as it was discarded by hospital staff.

Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
The lead was returned on jan 5, 2017.